Event description:
Complainant alleged that the medics in the facility's ems division were attempting to defibrillate a pt who was in full cardiac arrest, but the device displayed fault message and did not shock the pt. The medic then changed the devic battery and again attempted to defibrillate the pt, but again the device did not shock the pt and displayed a fault message. The medic changed the device battery a third time, and was able to shock the pt at 200 joules. The medic was able to shock the pt two or three additional times. The pt subsequently expired. The complainant indicated that the medics were unale to recall the exact fault message that had appeared on the device screen. In addition, the complainant indicated that the device batteries that were used during the event were over 18 months old. Please reference the attached copy of page 69 of the operator's manual, which "recommends battery replacement every eighteen months or sooner".